Event description:
It was reported via repair work order that the footboard was functioning intermittently due to malfunction pin connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.